Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 it was reported that the patient has high lead impedance. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was later reported that the high impedance was first observed on (B)(6) 2013 and that x-rays will not be provided for review. It was stated that there was possibly patient manipulation or trauma that may have caused or contributed to the high impedance and that the device was programmed off due to the high impedance. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that x-rays did not show any discontinuities. The patient's family chose not to have the patient undergo lead replacement. It was later reported that the patient would be sent to surgeon for consult. No surgical intervention has been performed to date.

Event description:
It was reported that the patient underwent lead and prophylactic generator replacement. It was reported that the explanting facility discards explanted devices; therefore no product analysis will be performed.